Event description:
The subject guidewire device was returned for analysis and it was discovered that the ptfe (polytetrafluoroethylene) was seen to be peeling approx. 35 cm from the proximal end. There were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject guidewire was returned with the microcatheter. The subject guidewire was noted to be slightly bent and the tip was noted to be shaped. The guidewire ptfe (polytetrafluoroethylene) was seen to be peeling approx. 35 cm from the proximal end. The core wire distal end was observed through the distal tip dome. The returned microcatheter was flushed and the subject guidewire was advanced with a slight friction. The reported ¿guidewire difficult to advance¿ was confirmed during the device analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the operator delivered the subject guidewire in microcatheter, but resistance was encountered, and the subject guidewire could not be pushed out of microcatheter. Additional information provided by the customer indicated that the subject guidewire device was prepared for use as per the directions for use, the subject guidewire device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure. As the subject guidewire device was returned and it was found that there was some slight kinking noted to the guidewire, there was slight friction noted during advancement of the guidewire through a demonstration microcatheter. There was some peeling noted to the proximal ptfe coating. As the subject guidewire device had been used, the performance of the hydrophilic coating on subsequent uses would have been compromised as a root cause has not yet been identified, an assignable cause of undeterminable will be assigned to the reported and analysed ¿guidewire difficult to advance¿. It is probable that the subject guidewire was kinked during the clinical procedure, it is not likely that this kinking would have caused or contributed to the reported difficulty to advance the guidewire. An assignable cause of procedural factors will be assigned to the analysed ¿guidewire kinked/bent¿. The ptfe peeling noted shows characteristics of damage caused by interaction with the torque device, it cannot be determined if this occurred during use of the device or if it occurred during removal of the torque device after use. An assignable cause of handling damage will be assigned to the analysed ¿guidewire ptfe coating peeling¿.